Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient states that she has had few problems with the left hip. Seeing surgeon for follow-up once every five years before the recall. Patient visited doctor in (B)(6) 2012. Patient had MRI, blood tests and x-ray. Test showed no evidence of inflammation on the MRI. Blood test showed chromium/cobalt ion levels are elevated. Patient states that she is being monitored more closely and is being scheduled for a follow up appointment in december.